Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the one month post implant follow-up, high thresholds were exhibited during lead measurements. A micro dislodgement was suspected as the x-ray did not reveal a complete lead dislocation. The physician elected to surgically intervene and reposition the lead tip. No other adverse patient effects were reported and to date, this product remains implanted and in service without further complications.